Event description:
Level three of acetaminophen quality control (qc) was not automatically running as configured on the dimension vista 500 instrument. The customer ran and reported patient samples for nine days without running level three qc. Other qc levels were within range. It is unknown if discordant results were obtained on any samples as the customer did not perform repeat testing. Qc level three was ordered manually, which resulted within range. There are no reports of patient intervention or adverse health consequences due to the level three of acetaminophen qc not running automatically.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). In an investigation conducted by a siemens headquarter support center specialist, it was determined that a hardware error caused the acetaminophen level three qc to enter an error state. The assay was in a pending state and did not run as scheduled. The issue was resolved by manually running qc level three. The instrument is performing according to specifications. No further evaluation of the device is required.